Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis and the reported issue was confirmed. The instrument was analyzed and found with a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) found unrelated to the primary failure states that the instrument had damage to the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn. Thermal damage was observed at the yaw pulley cautery wire. Components adjacent to the damaged wire insulation do not show damage. The instrument passed the electrical continuity test.